Event description:
It was reported that the pump intermittently could not be charged properly without the customer maneuvering the cable into the charging port. The issue persisted across multiple usb cables. Customer's blood glucose level ranged from around 100-300 mg/dl. The customer continued to use the pump for insulin therapy.